Event description:
A cslp implanted at c5-c7 broke postoperatively. Pt complained of difficulty swallowing. Plate was removed and surgeon performed exploration of the fusion. Fusion status is unk.

Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Device implanted in 1995. Synthes is unable to determine manufacturing site or manufacturing date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.